Event description:
It was reported that a patient presented with high pacing impedance, device sensing problem, high capture thresholds noted on the implantable cardioverter defibrillator. The device set screw was unable to be removed from the header, and the lead was difficult to remove. The device was explanted on (B)(6) 2026, after which all electrical parameters were nominal. The patient was stable throughout.